Event description:
Apparent lead fracture was reported. The lead was partially explanted and replaced. Additional information was subsequently received from an attorney reporting that the patient received multiple inappropriate shocks, consistent with sprint fidelis lead fracture. The attorney alleged that as a result, the "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, ..." Etc. No specific information on alleged injuries was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Other: apparent lead fracture was reported. The lead was partially explanted and replaced. Additional information was subsequently received from an attorney reporting that the patient received multiple inappropriate shocks, consistent with sprint fidelis lead fracture. The attorney alleged that as a result, the "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, ..." Etc. No specific information on alleged injuries was received. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Lead(s), fracture of, shock, inappropriate.

Manufacturer narrative:
Two identical distal segments were returned. Visual summary analysis of the distal segments of the lead was performed and indicated apparent explant damage. Further analysis could not be performed due to legal restrictions.